Event description:
Baxter received a report that affinity 4 bed frame had brakes not holding while in brake. This occurred after patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
The baxter technician found the detent assembly needed to be replaced. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in feb 27, 2025. It is unknown if the facility performed any other preventative maintenance on this bed. The affinity 4 birthing bed requires an effective maintenance program. We recommend that you do annual preventive maintenance pm for joint commission certification. Pm not only meets joint commission requirements but can help make sure of a long, operative life for the affinity 4 birthing bed. Two effective ways to reduce downtime and make sure the patient remains comfortable are to keep accurate records and maintain the affinity 4 birthing bed. Inspect the power cord and plug for cuts, nicks or breaks. The technician replaced the detent assembly to resolve the reported event. Based on this information, no further action is required.